Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. As a result of low bg, customer fell and hurt their neck. Suspected cause was due to the customer¿s personal profile requiring adjustments. Additionally, a system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Tandem technical support educated the customer on insulin labeling. Customer went to the emergency room (ER) where they were treated with intravenous fluids and saline. Customer was released from the ER on (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.